Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2014-10007. It was reported the pt (united kingdom) is experiencing severe shocking sensations from his scs system. As a result, the pt has decreased his use of scs therapy. The pt reported stimulation will stop on its own, then return strongly before returning back to normal. The pt also stated that he has to turn stimulation up higher to be able to feel it. Reprogramming did not resolve the issue. It was noted that the implanting physician has retried; therefore, the pt is searching for a new physician to determine the next course of action.